Manufacturer narrative:
E1- (B)(6) hospital. The device was returned and the evaluation found that no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope telescope's light guide connection port was damaged. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's reportable malfunction was confirmed. The light guide post was found loose and detached from the base. Based on the results of the investigation, it is likely that the damage to the device was caused by improper handling and application of excessive force like fall, shock or similar stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event was observed after completion of a transcervical resection (tcr) procedure. There was no patient involvement.